Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibited low laser power. Procedure was completed. Patient impact was not reported. Additional information received indicated that the procedure was completed. There was no patient impact.

Manufacturer narrative:
The company representative was able to replicate the reported event. The nonconforming power supply and core module were both replaced to resolve the issue. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The potentially relevant complaint was also for low energy. There were no actions taken at the time because the reported event could not be confirmed nor replicated. The root cause of the reported event is attributed to the nonconforming power supply and core module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).